Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45 day routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt) on the closure device. The physicians resumed the patient on antiplatelet therapy in response to the event. There were no patient complications.

Manufacturer narrative:
B3: estimated event date as 06/21/2025 as it is 45 days post procedure date.